Event description:
After the implant was completed, patient presented with a chest wall hematoma. Physician brought the patient back into the operating room and washed out the site. This resolved the issue.